Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized for a day due to low blood glucose (bg) levels of 2.9 mmol/l (52.2 mg/dl) nausea, stomach ache and vomiting, while wearing the pod on the abdomen between 36 and 48 hours. The patient had a can of (B)(6), 2 orange juice, jelly, ice cream and then went to the hospital, where was administered fluids, anti sickness medication and a glucagon injection. The pod was discarded.